Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that there were concerns with battery life as the device was implanted (B)(6) 2023 and it is already at 11-25%. A battery life calculation was performed in which this premature end of life allegation could not be invalidated. Please note another report involving a report of aspiration pneumonia exists for this same patient and generator. This is captured in MFR report # 1644487-2024-01439. This is not related to the premature end of life allegation captured in this report and was housed separately as a result. No other relevant information has been received to date.

Event description:
It was reported that the suspect product was replaced due to prophylactic reason per the implant card. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.